Manufacturer narrative:
Product complaint # (B)(4) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon opening sterile trays it was noted that the attune femoral introducer outside red knob had fallen off. Also, the sp2 patella clamp was unable to hold onto the reaming barrel as the internal circle spring was broken (basal ring spring). No surgical delay. All pieces retrieved from the patient.

Manufacturer narrative:
Investigation summary: examination of the returned device identified a missing component. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.